Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction event, where it was reported a patient exited the bed and fell, but the bed exit alarm did not sound. There was patient involvement, however there were no consequences or impacts to the patient.

Event description:
This report summarizes <noe> 4 </noe> malfunction event, where it was reported a patient exited the bed and fell, but the bed exit alarm did not sound. There was patient involvement, however there were no consequences or impacts to the patient.

Manufacturer narrative:
It was originally reported 3 devices had no audible alarm; however, it was found 4 devices had no audible alarm. The additional device was evaluated; the reported issue was not duplicated, and no defect was found.